Event description:
It was reported that the device would not get morphology template programmed as expected in ddd mode. After switching to vvi mode, template was acquired. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.